Event description:
A minimally invasive surgery on the lumbar spine for a fusion of vertebrae l2 to l3, with intended placement of 4 vertebra screws bilaterally, was performed with the aid of the display by the brainlab navigation software spine&trauma navigation 2.0. During the procedure the surgeon: - with the patient in prone position, attached the navigation reference array on the left posterior superior iliac spine (psis) using a 2-pin fixator with schanz pins. - acquired an intra-operative o-arm scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. - verified the registration and accepted the accuracy to proceed. - used the navigated (with instrument position display on the patient's anatomy in the navigation) pointer to determine spine screw trajectories. - after incisions, re-checked bony landmarks with a navigated pointer and realized that although the navigation accuracy on the patient's left was side was acceptable to proceed with the k-wire placements on the left vertebrae. - starting with left l2, aligned the navigated brainlab cirq manual drill guide to the pre-planned trajectory, drilled a pilot hole and placed a k-wire through the drill guide. - proceeded with the same navigated method for the left l3 k-wire placement. - performed an intra-operative verification o-arm scan and determined that the 2 k-wires placed deviated from their intended positions, shifted by ca. 4-7mm . - acquired a second intra-operative o-arm scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. - decided to remove the deviating k-wires in left l2 and l3. - used a non-brainlab navigated hand-held drill guide and non-brainlab navigated screwdriver to re-drill the pilot holes and to place the spine screws at left l2 and l3. - proceeded with the same navigated method for the remaining 2 screw placements on the right side. - acquired another intra-operative verification o-arm scan and determined that the 3 of the 4 screws placed deviated medially from their intended positions and into the spinal canal (the left l2 and l3 screws were at the same position as the original deviating k-wires, the right l2 screw had an angular deviation). - decided to remove the 3 deviating spine screws and re-placed them to their correct positions using a different navigation system also available to this hospital. - completed the surgery successfully as intended and closed the patient. According to the surgeon (treating clinician): - the deviation of the k-wires and of 3 of the 4 spine screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the screw placements were corrected to their intended positions at the very same surgery. - the final outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. - there was no actual harm nor negative effect to the patient due to the deviating placements, also not due to surgery/anesthesia prolongation of 45 to 60 minutes. - there were further no remedial actions for the patient necessary, done or planned. Hospitalization was not prolonged either.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since pilot holes, k-wires and screws were placed in the patient's spine in a different position than desired with navigation involved, despite according to the surgeon (treating clinician): - the deviation of the k-wires and of 3 of the 4 spine screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the screw placements were corrected to their intended positions at the very same surgery. - the final outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. - there was no actual harm nor negative effect to the patient due to the deviating placements, also not due to surgery/anesthesia prolongation of 45 to 60 minutes. - there were further no remedial actions for the patient necessary, done or planned. Hospitalization was not prolonged either. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root causes for the deviating spine placements with the aid of navigation are varying contributing factors for the different placements: for the left side k-wire placements in vertebrae l2 and l3 deviating by ca. 4-7mm shifted medial and into the spinal canal: - the user not sufficiently engaging the cirq manual drill guide to the patient's bone, not as required by brainlab, in combination with additionally applying high forces during its use for the placements. The drill guide teeth were not sufficiently pressed into the bone and additionally high forces were applied to the drill guide by malleting the inserted trocar. This insufficient connection between the drill guide and the bone in combination with the forces applied made it move from the intended position during the placements. Additionally, pressure by the surrounding skin on the instrument caused medial movements. Despite the navigation display shows such instrument deviations/movements, the user apparently did not detect these effects during the placements. For the correction attempt of the left side screw placements, in vertebrae l2 and l3 resulting in the same deviation as before (above): - these screws were inadvertently guided by the existing pilot holes of the original placements into the same unintended positions as before. The brainlab navigation did not contribute to these re-occurring deviating placements, since the navigation display showed the current navigated instrument locations correctly. The user apparently did not realize the navigated instruments returning to the undesired original positions with the navigation display for these correction attempts. For the angular deviation of screw placement into the right l2 vertebra: - relative movements of the vertebra operated on (l2), relative to the location the navigation reference array was fixated to (left posterior superior iliac spine), due to forces applied to the bone at instrumentation. The instrument paths in the bone were initially accurately displayed by the navigation but this path was not at the location the user intended the placement. To correct for this, the user applied force to the instrument while in bone, to adapt the instrument location display, but with these forces in reality only moved/rotated the vertebra bone rather than actually correcting the instrument paths inside the bone as intended. Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixated to or operating across multiple vertebrae without remounting the patient reference and reregistering - especially if high forces are applied to the bone and the connection in between the vertebrae is not sufficiently rigid - results in relative movements of the vertebrae (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. Apparently, the resulting deviation between the actual patient anatomy location during the placement and the registered pre-placement patient image scan displayed by the navigation was not recognized by the user with the necessary navigation accuracy verification throughout the surgery and during this placement. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.